Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle clogged during use. No patient impact reported. The following information was provided by the initial reporter: we are noticing some issues with bd safety glide needles. Once the needle is attached to, say a prefilled tdap injection, it won't allow us to push the remaining air out of the vial or inject med into the patient.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that bd safetyglide¿ needle clogged during use. No patient impact reported. The following information was provided by the initial reporter: we are noticing some issues with bd safety glide needles. Once the needle is attached to, say a prefilled tdap injection, it won't allow us to push the remaining air out of the vial or inject med into the patient.